Event description:
The customer reported that the screen went blank when performing fluoroscopic x-ray. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable, generator interface board, and ps2 power supply were replaced. The system was tested and found to be working as intended and put back into service.